Manufacturer narrative:
Investigation is ongoing. A follow-up medwatch will be submitted when further information becomes available.

Event description:
It was reported that the one way valve in the purge line failed once on bypass to allow blood to pass through. It was happened during use. The product was taken from the circuit. No harm or death was reported. Complaint: #(B)(4).

Manufacturer narrative:
It was reported that the one way valve in the purge line failed once on bypass to allow blood to pass through. It was happened during use. The product was taken from the circuit. No harm to any person was reported. The complaint sample was received for investigation by manufacturer. Additionally, the two returned stopcocks were inspected visually and tested with water. The stopcocks passed the teste and worked as per specifications. The opening pressure of the one way valve was checked with 2 kpa (±0,1 kpa) and it was noticed that the one way valve did not open. The pressure was increased until 20 kpa however, the one way valve did not open. As the valve did not open, the valve failed. Based on this, the reported failure 'one way valve stuck closed' could be confirmed. The production history record (DHR) of the affected bo-h 55815 with lot#3000146361 was reviewed. According to the DHR results, the product bo-h 55815 passed the defined manufacturing and final release specifications. There is no indication on manufacturing issues. Thus production related influences are unlikely. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The affected part one-way valve (material: 00877#, supravalve, lot #: 20-9204634) is a material purchased from supplier vernay europa b.v. Therefore, the reported failure is most probably material/supplier error. (B)(4) has been initiated for supplier/material error. All further actions will be followed by this scar. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint: #(B)(4).